Event description:
While doing an intraoperative workflow, were able to successfully do a spin but navigation was off by approximately 5 mm in the superior direction and a screw was misplaced. They then decided to resign but upon reboot e3d required a full rehoming. After a full rehoming they did another spin and navigation was accurate.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Additionally, the user acknowledges that they will perform an anatomical landmark check to ensure navigational integrity before proceeding with navigation. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.